Event description:
It was reported that patient underwent total knee arthoplasty in 2008. Subsequenlty, during follow up visit, it was noted that locking bar component was disengaged. Revision surgery to replace the locking bar and tibial bearing was performed two months later.

Manufacturer narrative:
Evaluation of returned device found no non-conformances thought to have caused the reported event. Furthermore, evaluation was inconclusive as to the cause of the event.

Event description:
It was reported that patient underwent total knee arthroplasty in 2008. Subsequently, during follow up visit, it was noted that locking bar component had disengaged. Revision surgery to replace locking bar and tibial bearing was performed on two months later.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Correspondence received from user facility july 29, 2008, relayed there was no evidence to indicate a defective product requiring a medwatch report. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.